Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5119310). The manufacturer received information alleging in 2019, patient went to emergency room at hospital for exhaustion and dizziness. Only result was "low oxygen while walking". Appt 2020, o2 sat while resting was borderline. O2 dipped to mid/low 80% range while waiting. Prescribed supplemental oxygen at 2lpm at all times including while on CPAP. CPAP recall 2021. Numerous tests since 2020 to find cause for low o2 sat. Increased o2 prescription to 2-3lpm at rest, 4-5lpm continuous with exertion and 3lpm with CPAP. Heart doctor advised me to use as much o2 as needed to maintain 90% saturation, impossible with exertion. Can only do very limited activities. 2022 rated me 100% disabled for my lung issues. Patient personally believe that the defective CPAP machine that she used for over 10 years has destroyed her lungs using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 17 dec 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5119310). The manufacturer received information alleging in 2019, patient went to emergency room at hospital for exhaustion and dizziness. Only result was "low oxygen while walking". Appt 2020, o2 sat while resting was borderline. O2 dipped to mid/low 80% range while waiting. Prescribed supplemental oxygen at 2lpm at all times including while on CPAP. CPAP recall 2021. Numerous tests since 2020 to find cause for low o2 sat. Increased o2 prescription to 2-3lpm at rest, 4-5lpm continuous with exertion and 3lpm with CPAP. Heart doctor advised me to use as much o2 as needed to maintain 90% saturation, impossible with exertion. Can only do very limited activities. 2022 rated me 100% disabled for my lung issues. Patient personally believe that the defective CPAP machine that she used for over 10 years has destroyed her lungs using the device. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section h6 updated in this report.